Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. Fluid was found during treatment complete. Fluid was discovered in the pump module area. In a follow up, the patient's pd nurse reported that the patient encountered a fluid leak during cycle 4 of treatment. Fluid was discovered in the pump module of the cycler and on the external part of the cassette. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry out overnight. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there was a fluid leak associated with the patient's pd treatment. Fluid was found during treatment complete. Fluid was discovered in the pump module area. In a follow up, the patient's pd nurse reported that the patient encountered a fluid leak during cycle 4 of treatment. Fluid was discovered in the pump module of the cycler and on the external part of the cassette. There was no harm, intervention or adverse event associated with the leak. The patient let the cycler dry out overnight. The cycler set was discarded.